Event description:
It was reported that the client was unable to see the electrocardiogram (EKG) clearly on this programmer, without difficulty. The cable was replaced but the situation did not resolve so then the "plug" was suspected. The programmer was returned for service. It was reported that there were no adverse patient issues as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Loose ECG (electrocardiogram) connector on a printed circuit board assembly. Device would not boot up from the floppy drive (disk drive out of electrical specification).